Event description:
It was reported that during the procedure, t2 could not hold the meniscus and got pulled out during synching. No delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10h3,h6: the reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment confirms complaint. The information provided states: ¿t2 could not hold the meniscus and got pulled out during synching¿. The depth limiter was cut to surgeon¿s desired length. Device was bent and no ts were returned. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force. The instructions for use (10600499) under warnings states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported. No further investigation is warranted at this time.

Manufacturer narrative:
H3,h6: the reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿t2 could not hold the meniscus and got pulled out during synching¿. An exact root cause cannot be determined with confidence. The instruction for use were reviewed and were found to outline instructions in regards to the use of the device to avoid damage or non-functionality, ¿push the slider all the way forward to deploy t2. A click should be heard.¿ a review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.